Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it was not confirmed that the device (ventilator) or the associated flow sensor failed to meet its specifications at the time of the event while the ventilator was used with a patient. The most probable root cause could be a user/usage error, but there is no confirmation for it. No correction was conducted on the device (ventilator). There was potential patient harm as a desaturation below 60% is mentioned. However, no further medical intervention was conducted on the patient. No user or third-party harm was indicated.

Event description:
Customer reports:-"we have experienced an unexpected shutdown of a c6 ventilator while on patient in our itu. This incident has been reported internally and to the mhra on report (B)(4). The incident occurred on (B)(6)2022 at approx. 06:38 bst the staff reported that when they checked the ventilator the screen was showing a hamilton logo but nothing else. The patient desaturated and had to be bagged before another ventilator was swapped.